Event description:
It was reported that a fluoroscopy image of the right ventricular lead showed separation of the proximal coil from the main coil. The physician compared the image to the implant x-ray and confirmed the coil appeared the same at implant. The operation record noted that it was a difficult implant and additional introducers were used. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.